Manufacturer narrative:
Sections with additional information as of 22-mar-2021: d8: answered no h10: meter was returned for evaluation. No defect found. Most likely underline root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in progress. Incorrect test strips were returned. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from result obtained of 394 mg/dl fasting. The customers expected blood glucose test results were not disclosed. At the time of the call the customer felt well and did not report any symptoms. Daughter stated that due to the result obtained of 394 mg/dl, the customer had gone to the emergency room on (B)(6) 2021; customer had not been experiencing any symptoms at the time. Customer's blood glucose test result when at the hospital was 277 mg/dl fasting. Customer did not receive any medical treatment while at the hospital. Customer had been discharged the same day with no recommended changes to her treatment plan. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturers expiration date is 06/20/2022. Product storage specifications and open vial date were not disclosed. The meter memory was not reviewed for previous test result history; customer did not have the products available at the time of the call, but was able to provide the serial and lot number information.